Event description:
It was reported that on (B)(6) 2010, pt had a total knee replacement. Pt reports that when his knee moves side to side there is a "clucking, popping noise" and loosening. Pt is unable to stand and walk. Pt has severe pain. Pt is mostly concerned with looseness and the 3 1/4 inches difference between the right and left leg. He states that he will need a left hip replacement due to right knee limping. Pt would like to know if his triathlon knee has been part of a recall.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.